Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 369, 156, 158, 164, 145 mg/dl. Tests were done within 10 minutes with a difference of 49%. Patient did not experience any adverse events. No further inofrmation has been reported.